Event description:
A patient contacted our (B)(4) affiliate and reported developing a corneal ulcer while wearing acuvue oasys contact lenses. The patient reported experiencing redness and discomfort and was diagnosed with corneal staining and a corneal ulcer. The event occurred around (B)(6) 2010. The patient provided no additional information about the injury and the patient refused to provide personal contact information. No further information is expected. The lot number was not provided and the product is not expected to be returned. Information received from complainant was limited and suggested potential serious injury and is being reported as worst case. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method - device not returned. No evaluation will be performed. Conclusions: no conclusion can be drawn.